Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that a piece of the septum was torn off. No other damages or defects to the unit were noted. All seals are thoroughly inspected and tested 100% during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap nissen fundoplication w/ paraesophageal hernia repair - "during procedure, md noticed small black plastic looking piece in patient. Piece was removed, instruments & supplies examined. Trocar was taken apart and piece that was found fit in the exactly place where rubber was missing from inside of trocar (inner seal)." Patient status - "stable/recovered."